Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has recorded untreated episodes over the last year as a result of low r-wave amplitude and oversensing. Boston scientific technical services (ts) noted that there is limited reprogramming options available and questioned whether the low amplitudes are related to the system placement or the patient condition. Ts recommended x-rays to assess system location. The device was explanted.